Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the device was splashed with water at the beach yesterday and this morning the device began to vibrate and make sounds before going blank. After manipulating the screen parts of the display appears but not the entirety of it. The patient's blood glucose at the time of incident was 152 mg/dl. Troubleshooting was initiated and the customer confirmed that the display went blank immediately after the insulin pump was exposed to moisture.there was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronic assembly also, moisture damage was found on the motor assembly. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all the operating current test due to blank display. No unexpected vibration noted during testing. The insulin pump had cracked reservoir tube lip.